Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the anomalies in the printer. A technical support specialist (tss) dialed into the station and checked the station logs, where tss found the station in retry mode. Tss corrected the station errors and re synchronized the station by following the knowledge article retry mode: insert into tx. Transactionsession. After the synchronization, the station was back in synchronized with the server, and the inventory was current. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not reflecting inventory changes loaded and was not reflecting changes of loads or unloads in the server the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not reflecting inventory changes loaded and was not reflecting changes of loads or unloads in the server the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.